Event description:
It was reported that the bd syringe 3ml ll bns had a scale marking issue. The following information was provided by the initial reporter: the syringes are heavily soiled on the outside (ring-shaped). The scale can be wiped off. We will be happy to send you test samples

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Fifteen samples (received under (B)(4) and one photo of 3 ml ll luer-lok syringes (p/n 301073) were received and evaluated. The photo shows eight loose, fully disassembled syringes with all having multiple ink rings within the scale markings area of the barrel. All samples were received loose with all samples having multiple ink rings on the barrel extending form the 1ml graduation line down to the 2ml graduation line. The condition observed is non-conforming per product specification. The potential root cause for the ink ring defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3270383 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.